Manufacturer narrative:
Product ID: 3889-28, lot# va0ug4j, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2019-04-01, UDI#: (B)(4). Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient fell and broke their hip and that resulted in the need for a system replacement because a lead broke. No further complications were reported.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient started to have most of her incident at 4 am in the morning, but only one late in the evening. They had patient stop using the oxybutin on (B)(6). They wanted to help switching the patient to a different program but wanted to know what each program was and how it was programmed. It was indicated that patient took a fall on (B)(6) and she broke her left hip. Patient was implanted on the right side. Patient was currently on program 4 at 2.3v. The hcp did not have their physician programmer during the call, so they would call the company representative (rep). On the same day, the hcp further reported that they spoke to the rep and they switched the patient to program 1 at 5.2v, however, patient did not feel stim.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. Device code (B)(4) is no longer applicable to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.